Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that there were high impedances; electrodes >10000 (>20000 when tested at 1.5v). Numbers 9-15. Electrode 8 >9000 at 1.5v. The patient seen for elective replacement indicator (eri), and surgical consult for replacement. Patient did not report any issues with therapy. Programmer prompted impedance check. The rep programmed around impedances. Patient to schedule for replacement due to eri, likely when back in town in december. The hcp will determine if lead needs to be replaced at that time. No symptoms were reported. Checked connectivity with wens intraoperatively for replacement and a lead was showing red but unable to determine which lead was not working. Including both leads in mpxr as they were replaced. Will send in for processing.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jun-2019, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6), was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6), was returned for product analysis. Analysis found the stim lead insulation at the proximal end was consistent with metal ion oxidation mio) and the stim lead body conductor was broken at the injex anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient is reporting stim is turning on and off, and he feels shocks every now and then, in different positions. He is frustrated with workers comp and thought he would have had it replaced by now, and due to his frustration it is hard for me to get a word in for any kind of troubleshooting or meeting. No further information to be obtained. Patient still trying to get scheduled for replacement. Will follow up after replacement.